Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 205 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been increasing since the implant in 2024. The impedances are high but within normal limits. The patient has gained weight since the implant. Technical services discussed the data with the clinic and recommended getting an x-ray. An x-ray was done which confirmed the electrode had fallen from the previous implant location. The doctor tunneled a new tract for the electrode with a successful outcome. The impedance is now 85 ohms with a successful defibrillation threshold test. There were no additional adverse patient effects. The system remains implanted.